Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt was unable to securely latch to a monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt was unable to securely connect to a monitor. The cause for the latching problem was isolated to a defective trunk cable connector. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective connector. The patient received a replacement electrode.